Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was cracked and that the top battery cap would not attach. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in insulin delivery if the damage impacts the power circuit or cartridge cap/compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: during investigation, the battery compartment was cracked near the top, below the bumper pad, and between the bumper pad and the top. The battery cap was difficult to remove/insert due to the stripped battery cap threads. A test battery cap was used and was able to be inserted/removed fluently. Unrelated to the original complaint, the audio bolus button was torn/punctured but responsive to user input. Additionally, the display was dim and pink. (B)(4).